Manufacturer narrative:
Evaluation results: operational problem - stenosis present at the lesion site hindered delivery of the stent across the lesion. Deformation problem.

Event description:
Device evaluation: the distal tip was slightly frayed. The stent had raised and deformed struts on the first 4 proximal stent segments. Image review: the coronary angiogram supported the reports of the lesion being totally occluded (chronic). The lesion was pre-dilated however the vessel remained in a chronic condition following the pre-dilation. The attempted delivery of the resolute integrity device was captured by the images. The attempts to position the device can be seen in the cag. The attempts were unsuccessful and the device was subsequently replaced by a shorter resolute integrity device. Another two resolute integrity devices were then deployed proximal to this resolute integrity stent. The three stents covered the distal, mid and proximal regions of the lcx. All three stents were then post-dilated. The procedure achieved a good result and restored flow to the distal regions of the vessel.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - stent deformation and failure to deliver the stent. Patient's condition affected effectiveness of device - totally occluded (chronic) lesion. Conclusions: known inherent risk of procedure - stent deformation and failure to deliver the stent 50 device failure related to patient condition - totally occluded (chronic) lesion 11. Conclusion not yet available - evaluation in progress. (B)(4).

Event description:
During index procedure the first resolute integrity drug eluting stent failed to reach the lesion. The lesion was totally occluded (chronic). Lesion was located in the cx. The device was withdrawn and noted that the stent was damaged. Three subsequent resolute integrity stents were implanted successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.